Event description:
Product analysis for the handheld device was approved on (B)(4) 2013. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld would power off unexpectedly. The cause for the anomaly is associated with a loose mounting screw on the battery latch assembly. Once the screw was tightened, no further anomalies were identified.

Event description:
It was initially reported that the physician¿s handheld was not functioning. Additional information was received that the battery latch does not latch properly preventing the handheld from functioning correctly. In addition the handheld screen was freezing. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.